Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department from the ob department for an unspecified reason. The customer contact reported there was no pt involvement. No specific details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not calibrate. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.